Event description:
It was reported that during preparation for a percutaneous coronary transluminal angioplasty procedure, stent damage occurred. The target lesion was in the right coronary artery. A 4.00 x 12 mm liberte' monorail bare metal stent was selected to treat the target lesion. During preparation, the physician saw that the stent struts were bent. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported. Additional information was requested from the facility without success.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.